Event description:
Per medwatch 33 0258 99003: during multiple defibrillations using physio-control lifepak 8 defibrillator, spark noted from cable wire of sternal paddle. No harm to pt. Alternate defibrillator used.